Event description:
It was reported that a dexcom g7 continuous glucose monitor lost connection and failed to remain paired, leading to replacement of the sensor and re-initiation of pairing, with instructions to allow time for reconnection. Symptoms included no reported hypoglycemia or other clinical symptoms. Outcomes included hyperglycemia with a highest recorded blood glucose of 265 mg/dl and out-of-range readings for about three hours, which were addressed by a manual blood glucose entry and correction. Investigation included guided troubleshooting steps to toggle bluetooth, restart the device, re-enter the pairing code, and apply a new sensor. Investigation of this case revealed a pairing failure between the cgm and the ilet, with the sensor replaced and pairing restarted, consistent with a communication or sensor pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or sensor pairing failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.